Event description:
The patient reported that the device "shocked me when it shouldn't have." It was also reported that the device was at eri (elective replacement indicator). The device was explanted and replaced. Follow-up with the physician's office determined that the left ventricular lead was capped and replaced due to phrenic nerve stimulation. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that the device "shocked me when it shouldn't have." The device and right ventricular lead were explanted and replaced. Follow-up with the physician's office determined that the left ventricular lead was capped and replaced due to phrenic nerve stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.